Event description:
The device was sent in for repair, and during the repair process it was determined that two of the internal modules had burnt components. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The affected modules were replaced. Additional preventative maintenance was performed and the device was returned to the account.